Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement circuit breaker pn: (B)(4). There is no evaluation necessary as this is a known issue.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the circuit breaker is really loose and doesn't engage every time. There was no indication of patient involvement.